Event description:
It was reported that during implant, it was noted that the tines on the lead were broken. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.